Manufacturer narrative:
Device evaluation: one glass syringe (non-smiths component) attached to the syringe pro component was returned for evaluation. Needle was not returned with the product. Visual inspection observed no non-conformities with the device. During functional testing, the cannula was tightened to the device per direction found in the instructions for use. Testing found no leakages or detachment of the cannula. The returned device was found to operate as intended. No evidence was found to suggest the reported event was caused from intrinsic product fault.

Event description:
A report was received that stated during an injection, the needle became detached from the syringe. No needle-stick took place. There was no patient or clinician injury reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.